Event description:
Crd_1003 - vantage. Eu0748 - 762 (B)(6).it was reported that on (B)(6) 2023, a 23mm navitor valve was implanted in a patient. On (B)(6) 2023, the patient has decreased platelet levels 70000, the patient also had elevated mean aortic gradient (14mmhg) was observed on discharge transthoracic echocardiogram (tte). Repeated transthoracic echocardiogram (tte)was performed showing less mean aortic gradient (12 mmhg).the patient has medical history of beta thalassemia and thrombocytopenia. The patient is asymptomatic.

Manufacturer narrative:
An event of device stenosis was reported. Information from the field indicated that the patient had elevated mean aortic gradient (14mmhg) at discharge, and a repeated transthoracic echocardiogram (tte) was performed showing less mean aortic gradient (12mmhg). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.